Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the clinic. It was found that the alert was triggered by short v-v intervals and variation in right ventricular (rv) lead pacing impedance. Reprogramming was performed. A week later another alert was triggered for the same issue. The rv lead was suspected to be fractured. Non-sustained episodes and high rv threshold were also observed. Oversensing was present during testing. Reprogramming was performed, and the lead was capped a few days later. No patient complications have been reported as a result of this event.